Manufacturer narrative:
The device was evaluated by ventec where the reported issue of the device's exhaled tidal volume (vte) levels being low was confirmed. Ventec also observed that on certain presets, the ventilator measured lower peep (positive end expiratory pressure) than set and that it displayed a "patient circuit disconnected" alarm. Ventec replaced the internal flow transducer (ift) to resolve the reported and observed issues. Proper device operation was then observed through functional and performance testing. The investigation determined that the root cause of both the reported and observed issues was the ift. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported to ventec that the device's exhaled tidal volume (vte) levels were low. There was no patient involvement associated with the reported event.